Event description:
Customer reports that she had an emergency room visit and she believes it was due to insulin pump malfunction. Customer went to the hospital on (B)(6) 2014 with blood glucose of over 600 mg/dl. Insulin pump passed troubleshooting test, but customer preferred to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.